Event description:
The pump was returned for investigation. Investigation revealed a misaligned force sensor circuit component on the printed circuit board. This report is made based on the results of investigation completed on (B)(6) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings: a review of the black box showed multiple occlusion alarms had occurred. The pump was primed appropriately but after the first delivery attempt, the pump alarmed for an occlusion. The pump¿s cover was removed, and a misaligned force sensor circuit component was found on the printer circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.